Event description:
While in ICU, and during blood gas sample from an arterial line attached to an edwards transducer with a 3 way stopcock, the tip of the syringe broke off inside the luer slip of the 3 way stopcock. Nurse was unable to remove the tip; therefore she had to change the transducer set. The whole line integrity became compromised from occlusion; the tap is an integral part of the line, so they could not take further blood samples. Patient line [transducer] re-established. Transducer line [line outside of body] was changed. No adverse events.